Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs did not show any evidence or errors to suggest the device is the reason for the shock to the user. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), after charging the device to shock, the police officer still in contact with the patient received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.